Event description:
Rn attempted to flush first with normal saline, then with heparinized normal saline, both times she was unable to flush and unable to aspirate blood. White lumen pump then reading downstream occlusion, but resolved when pump infusion was resumed. T-pa dose administered into red lumen; IV fluids continued to infuse through white lumen at 2 ml/hr, until it was noted that the dressing was saturated approximately 1 1/2 hrs later. Following removal, upon flushing the line the rn noted a stream of saline coming out at mid catheter. In reviewing the chest x-ray taken that afternoon, there appears to be a slight bulge in the catheter wall that my correspond to this location.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.